Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported, patient arrived to outpatient infusion clinic to have their 5-fu pump removed and central venous access site flushed. Patient arrived to infusion suite via ambulation and denied complaints at this time. 5fu pump ball appears deflated. Pump disconnected and line flushed with 20ml ns per protocol without incident. While rn attempted to de-access port huber needle; resistance was noted toward the end of the needle and patient verbalized extreme discomfort. Healthcare professional came to chairside to evaluate; per np, "go to the emergency department." Patient verbalized understanding and agreed to go to emergency department for further evaluation. Port site + huber needle stabilized with gauze abd dressing + tape. Ed notified via telephone of patient's condition. Patient left infusion suite independently with steady gate. Nurses explained that patient said that he rolled on the needle when sleeping. Came into hospital with the port needle looking to be almost pulled out and experienced intense discomfort when de-accessing.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged needle causing a painful device removal is inconclusive due to the state of the returned sample. One 20 ga x 0.75 in. Safestep infusion set was returned for evaluation. Two photographs were returned for evaluation. An initial visual observation of the returned infusion set showed blood residues throughout the returned device. The safety mechanism was advanced over the needle tip upon the return of the device. The clamp was engaged upon the return of the infusion set. The needle was observed to be bent at a slight angle. A microscopic observation of the needle tip inside the safety mechanism revealed no obvious barbed tip. The safety mechanism could not be removed without further damaging the needle due to the blood residues throughout the device. Because the needle tip did not appeared barbed and no additional significant damage could be observed along the returned device, the complaint of a damaged needle causing a painful device removal is inconclusive at this time. This complaint will be recorded for future trending and monitoring purposes.